Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Battery tests were completed to asses the device longevity. Measurements throughout this test were within normal limits. The analysis did not reveal any abnormalities. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and sepsis. The implanted system was extracted to resolve the issue.